Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated multiple false positive architect bhcg results: patient 1: (B)(6); sid (B)(6): initial result was 83.14 miu/ml, and the retest result was <1.2 miu/ml. Patient 2: (B)(6); sid (B)(6): initial result was 35.99 miu/ml and retest was <1.2 miu/ml. Patient 3: (B)(6); sid (B)(6): initial result was 37.77 and repeat retest result was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, list 07k78-35, (manufacturing location longford, ireland) in this report, to architect i2000sr, list 03m74-02, (manufacturing location irving, texas). MDR number 1628664-2019-00262 has been submitted and all further information will be documented under that MDR number.